Event description:
It was reported during in clinic follow up that patient had an arrythmia and the right ventricular lead exhibited high pacing impedance and loss of capture. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.